Event description:
Rn stated pager did not notify primary rn of pt's low heart rate until reading of heart rate 37 at 23:25. Rn was in room assessing pt without pager alarm. Rn stated no other pagers alarmed for secondary notification as well. Pt was unresponsive and a "stat 13" (medical emergency) was called on pt. Meds were administered to increase pt's heart rate. A temporary pacemaker was placed and the pt was transferred to intensive care unit.